Manufacturer narrative:
Date of report: 29sep2021. (B)(6).

Event description:
It was reported to philips that the device had a ventilator in-operative watchdog test failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The issue occurred during pre-use check outside of clinical use. There's no delay in therapy. Based on this information, the issue does not meet the reportability criteria.

Manufacturer narrative:
The customer confirmed that the alarm consistent with watchdog test failed occurs when the power is turned on. The customer confirmed the motor controller (mc) printed circuit board assembly (pcba) was replaced and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.